Manufacturer narrative:
Reliability analysis inspected 4 opened quick-serters for locking and proper operation (B)(4) and performed insertion test using a new lab quick-set onto rubber skin. Quick-serters passed per specification. Found quick-set locked/inserted in place properly. Both trigger buttons release properly.

Event description:
Customer's blood glucose level at the time over 400mg/dl. No additional information is provided.